Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported by the healthcare professional to the company sales representative "when the customer pulled the product out from the trocar after clipping, the applier shaft became hooked on the trocar. The customer tried to pull it with force and a metallic part broke off and went into the abdomen. The metallic part was able to be removed." The issue occurred during a laparoscopic gastrectomy procedure. It took a short amount of time to retrieve and remove the broken piece from the operative field. No x-rays were taken; however, the physician put the pieces back together once retrieved and felt confident that no other remnants remained in the patient. A new laparoscopic forceps was used instead and the procedure was completed without any patient injury.

Manufacturer narrative:
The instrument arrived in a clean status with visible damage and with the broken off part. The investigation was carried out visually and microscopically with the digital microscope and a digital camera. We made a visual inspection of the instrument. We found a loosened pin and a brown discoloration. Additionally we made visual inspections of the fracture surface. Furthermore we detected a cracked violet rilsan layer ad a visible damaged black rilsan layer. Next we made a visual inspection of the loosened pin and of the fracture surfaces. Additionally the instrument was inspected by the quality assurance of the production department the product does not required batch management. The root cause of the problem is most probably usage related. According to the quality standard a materials defects and production error can be excluded. No pores or foreign bodies could be found on the point of rapture. The investigation lead to the assumption that the breakage and damaged rilsan layers were caused by an improper handling. The breakage could have been caused due to an overload situation. Furthermore according to the report, the welding seam is undamaged. The pin was completely torn out with the wall. The overstain was due to the customer. Possibly the visual damage rilsan layer could have been caused by the pre-damage or similar due to previous surgeries. The reprocessing of the instrument could have been an additional factor for the cracked violet rilsan layer. We also assume that the discoloration are unknown residues.